Event description:
Consumer reported via email that upon removal of a tampon from her vaginal cavity, the string was too short and she was not able to remove it herself. She went to urgent care to have the tampon removed. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.